Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was a false empty detected at the initial drain and the initial drain alarm was met. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 01:58:22. During night drain cycle one, the patient's ultrafiltration reading was 1731ml, indicating the home patient (hp) drained 1731ml more than their maximum programmed fill volume of 1300ml. No further information was available.